Event description:
During verification testing at the service center, air was noted in the tubing distal to the pump with no pump alarm.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.